Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the second infusion set was removed due to pwd's glucose remaining in the 200 mg/dl range. Upon removing the site, the pwd noticed that the cannula was slightly bent. Pwd's glucose lowered once site was replaced. Event occurred a few hours after insertion. The operator of the device was the patient and the issue was resolved. The patient is a 28-year-old, white, non-hispanic/latino male, with a recorded weight of 190 lbs. There was no patient injury.